Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with signal on atrial channel via merlin.net transmission. Programming changes were recommended. Programming changes will be made and patient will continue to be followed normally.

Event description:
New information indicates that programing changes were made. The patient was stable.